Event description:
The device was returned for analysis and the investigation of the device revealed that the guidewire (subject device) was broken/fractured during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection the guidewire distal tip was seen to be kinked/bent. The guidewire was returned broken/fractured in 3 segments (198.9cm, 1.1cm and 0.15mm distal segments). The nitinol tubing was broken/fractured. The segments were connected by stretched platinum wire. The core wire distal end was observed through the distal tip dome. Functional inspection was unable to perform due to device damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire difficult to advance could not be confirmed/replicated due to the damaged device; however, the analysis results are consistent with the reported event. The reported guidewire distal tip stretched was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous, a non-stryker microcatheter and catheter (115cm) were used in conjunction with the subject guidewire, and the guidewire could not pass the occlusion when it reached the proximal of the lesion. During the visual inspection, the guidewire was found to be kinked/bent at the distal tip and was returned broken/fractured in 3 segments (198.9cm, 1.1cm and 0.15mm distal segments). The nitinol tubing was broken/fractured and the segments were connected by stretched platinum wire. Although the fracture was not reported, it is likely that the stretched platinum wire that resulted from the fracture was interpreted as a stretched wire in the event description. Therefore, the reported event was confirmed. Based on the analysis and information provided, it is probable that the guidewire experienced difficulties crossing the occlusion and this resulted in high tension and/or torsion forces on the wire that caused it to kink and fracture at the distal end. The exposed platinum wire connecting the segments was then stretched when it was pulled back. An assignable cause of procedural factors will be assigned to the reported event of the guidewire difficult to advance, and to the reported and analyzed damage of the guidewire distal tip stretched as well as the analyzed damage of the guidewire broken/fractured during use and guidewire distal end/tip kinked/bent since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.